Event description:
It was reported that bd insyte autoguard winged extra plastic on hub prevented connection. The following information was provided by the initial reporter: incident details: IV initiated to ac, when writer attempted to connect extension tubing, noted the IV 24 g yellow connection had an extra piece of plastic/flaw. Unable to connect tubing, would not screw onto same, unable to draw labs off same with syringe. Impact of incident: IV had to be removed and pt had to be poked a second time for labwork.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
Material#381912 batch# 3291780. It was reported by customer that IV initiated to ac, when writer attempted to connect extension tubing, noted the IV 24 g yellow connection had an extra piece of plastic/flaw. Unable to connect tubing, would not screw onto same, unable to draw labs off same with syringe. Verbatim rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2024 site name/location: uah - (B)(6) hospital level of harm: minimal harm ahs optional report to cmdsnet (health canada): incident details: IV initiated to ac, when writer attempted to connect extension tubing, noted the IV 24 g yellow connection had an extra piece of plastic/flaw. Unable to connect tubing, would not screw onto same, unable to draw labs off same with syringe. IV ref # (B)(4). Impact of incident: IV had to be removed and pt had to be poked a second time for labwork. Who was affected? Patient device information. Device name/description: catheter IV active safety winged open system yellow 24gx19mm without blood control insyte autoguard shielded manufacturer: becton dickinson canada inc manufacturer code/model: 381912 serial or lot number: (B)(6) device expiry date (yyyy-mm-dd): unknown supplier: (B)(4) supplier catalogue number: 333-381912 was the device retained? No.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381912 and lot number 3291780. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.